Manufacturer narrative:
Based on the clinical assessment for this event, the reported type ib endoleak was found to actually be a difficult to deploy of the limb. The most likely cause of the difficult to deploy of the iliac limb could not be determined. There were no procedure and anatomy related issues found. Cautionary product use conditions were not found. Off-label use of the device was found by using it in the absence of an abdominal aortic aneurysm and the insertion technique that was used. It was noted that the device was removed from the patient and a new limb was placed. There were no known consequences to the patient. A review of the device quality records shows that the device demonstrated compliance to established procedures and specifications at the time of manufacture. (B)(4).

Event description:
An afx iliac limb stent graft was implanted to treat an atherosclerotic aorta with embolization of the toes. The initial device that was used did not deploy and was removed and discarded. A new device was used and implanted. There was no type ib as previously reported and no patient sequelae as a result of this event.

Manufacturer narrative:
Device remains implanted.

Event description:
An afx stent graft was implanted to treat an abdominal aortic aneurysm. The initial procedure information is unknown. A re-intervention was performed on (B)(6) 2017, where an afx iliac limb stent graft was implanted to resolve a type 1b endoleak. The case representative reported on 25 may 2017 that the endoleak was successfully excluded. As of this date there have been no additional patient sequelae reported and the patient will continue to be monitored.